Event description:
Reporter indicated that pt was explanted due to left vocal cord paralysis and infections. It was reported that the infection was a result of poor care after implant surgery. The pt was not re-implanted.